Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the identifiable device diagnosis was a non-functional device. The hcp noted the identifiable clinical diagnosis was a loss of pain relief that was ongoing. It was noted that therapy was suspended on (B)(6), 2018. It was noted the event was possibly related to the device or therapy and was unlikely related to the implant procedure. It was noted the non-functioning scs was due to battery depletion. A request for replacement was denied by insurance, but the patient was in the process of an appeal. There were no further complications that have been reported as a result of this event.

Event description:
Additional information from the healthcare professional (hcp) reported on december 11th, 2018 consider appeal, the patient had a follow up office visit on (B)(6), 2019. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported the cause of the ins depleting was due to normal battery depletion, not premature depletion; however, the device was implanted in 2015 and the service life had not been met. Actions taken included suspending the therapy with no further actions taken; the device had not yet been removed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). The ins was replaced on (B)(6) 2019. The event was resolved without sequelae. No further patient complications were reported as a result of this event.